Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus customer service in india. The evaluation of the device by the service department confirmed that the reported event was reproduced. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that failure of the converter could cause the xenon lamp did not ignite and switched to the emergency lamp.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, clv lamp err e103 was displayed on the monitor and an emergency lamp indicator of the front panel of the device lighted up. Other detailed information was not provided. There was no report of patient injury associated with the event.